Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site experienced a flow issue wouldn't flush from main port. The following information was provided by the initial reporter: today, the charge nurse started an IV on a patient, and the extension set wouldn't flush from the main port or piggyback port, so we couldn't use the extension set for the IV.

Manufacturer narrative:
H6: investigation summary one photo was returned by the customer. It was reported by the customer that the extension set would not flush from the main port or piggyback port. The photo shows the sample and the packaging, however, it does not verify the complaint. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mx5301 lot number 22099253 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site experienced a flow issue wouldn't flush from main port. The following information was provided by the initial reporter: today, the charge nurse started an IV on a patient, and the extension set wouldn't flush from the main port or piggyback port, so we couldn't use the extension set for the IV.